Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received the patients ipg was causing shocking sensation. The patient underwent an ipg revision procedure and was doing well postoperatively.